Event description:
It was reported a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was performed. The procedure was performed under intracardiac echocardiography (ice). A 30mm watchman laa closure device was successfully implanted and no pericardial effusion was noted during the case. The patient went into the recovery room and experienced a late pericardial effusion with tamponade. A pericardiocentesis was performed and the patient was monitored. It was further reported that the physician used ice because this patient had esophageal cancer and could not support a transesophageal echocardiogram (tee) probe.

Event description:
It was reported a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was performed. The procedure was performed under intracardiac echocardiography (ice). A 30mm watchman laa closure device was successfully implanted and no pericardial effusion was noted during the case. The patient went into the recovery room and experienced a late pericardial effusion with tamponade. A pericardiocentesis was performed and the patient was monitored.